Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported the combiset heparin line became unattached from blood tubing at the connection site. Upon follow-up, the cm stated a hemodialysis (hd) patient was twenty minutes into dialysis treatment on a fresenius 2008t machine when the machine prompted with an air leak detected message, and staff noticed the heparin line was on the floor in a pool of blood. The cm stated per facility protocol the heparin lines are not used, are tired in a knot and clamped off. Treatment was immediately halted. The cm stated the machine was not affected or removed from service as the leak was observed from the disconnected tubing itself. No further damage and/or defects were noted. The cm stated the machine was inspected with no noted issues and indicated the machine remained in service. A fresenius 180nre dialyzer was used for treatment and the patient's blood was partially returned from the arterial side of the system. The cm stated blood from the venous side was unable to be returned. The cm stated that the patient¿s estimated blood loss (ebl) was between 250-300 ml. The cm stated there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the cm stated the patient was restarted on the same machine and treatment completed successfully with a new dialyzer and tubing lines without further issue. The complaint device was discarded and was no longer available to be returned to the manufacturer for evaluation.